Event description:
A report was received on (B)(4) 2015 by an aesthetic liaison. The reporter injected a female patient in the glabella either on the evening of (B)(6) 2015. Immediately following the injection, the patient had blanching. The aesthetic liaison did not have any information about what was done secondary to the blanching. The patient left the office and boarded an airplane. During the course of the flight, the blanching worsened and the patient had developed ischemia and occlusion. The patient saw a plastic surgeon who administered hyaluronidase (date unknown). No additional information or details are available at the time of this report.

Manufacturer narrative:
(B)(4).